Manufacturer narrative:
Integra has completed their internal investigation. Results: evaluation of returned device; the tensor is very hard to use when assembled on 4th position. The axle is distorted and not compliant to our manufacturing specifications. There are numerous impacts on biggest part of tensor , around the 4 drillings. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; no adverse trend - first occurrence of this risk for this device. Conclusion: the most probable cause of this distortion is an excessive constraint on the device during use or assembling.

Event description:
It was reported that the mammary tensor do not tight enough. Medical staff have to call another op on another floor to have another one. Surgery was delayed 45 minutes and haemostasis was difficult as the tensile on the breath was not enough. No patient injured.